Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
While charging the brush there was flash and smoke...charger wire has a burn hole in it- oral b power toothbrush [device catching fire]. Case narrative: consumer e-mail stated that while charging the brush there was a flash and smoke. Consumer's house short circuited and the wire has a burn hole in it as well as charger was no longer working. No injury was reported.